Event description:
It was reported that the pump had a upstream sensor damage, lens damage and cassette lock was worn. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with fluid ingression and observable damage. The tamper seals and labels were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was verified/duplicated during functional testing. Recommended upstream sensor, lens and latch lock assembly to be replaced as corrective action as the source of the issue was due to damage. The root cause was unknown. The product is 20 beyond year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).